Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "effect on blood loss and cost-effectiveness of pain cocktails, platelet-rich plasma, or fibrin sealant after total knee arthroplasty¿. Update 3 sep 2019. ¿effect on blood loss and cost-effectiveness of pain cocktails, platelet-rich plasma, or fibrin sealant after total knee arthroplasty¿ was reviewed for MDR reportability. The retrospective study reviewed 400 patients undergoing primary total knee arthroplasty with different periarticular treatments. A pfc sigma cemented, cruciate-retaining, non-constrained primary knee was used in all cases. There were no immediate or post-operative complications noted. Only one patient was noted to have a complication, 2-weeks post-operative: knee pain and swelling. Patient underwent an irrigation and debridement to treat a hematoma. Specific patient information not given. The article indicated the patient recovered with no issues. No evidence any products were revised.